Event description:
Pt who experienced pain in back, buttocks and left leg was enrolled on chronos clinical study and implanted on (B)(6) 2010, with pedical screws and chronos strips at level l4-5, l5-s1. On (B)(6) 2010, pt complained of increased back pain and was hospitalized and treated with steroids, discharged on (B)(6) 2010, with pain improved.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.